Event description:
On 17.oct.2023, we received a complaint from the field, germany, (see cpt-2599) reporting 2 screw loosenings in c2. The first surgery was on (B)(6) 2021. The screw loosenings were detected during the 12-month follow-up visit, on (B)(6) 2022. They are asymptomatic so no action was taken. The devices remained implanted. The degree of severity of the adverse event has been qualified as mild (does not affect the usual daily activity) and the adverse event is qualified as not serious. As per the surgical report received from the surgeon, the adverse event is neither related to the study device nor to the study procedure. Control of the cervical spine is recommended.

Manufacturer narrative:
We requested on 19.oct.2023 other post-operative pictures. The investigation is currently ongoing.

Manufacturer narrative:
The manufacturing folders have been reviewed. Complained devices belong to a batch of (B)(4) units manufactured in february 2020 and this is the 1st complaint we receive for this type of defect for this batch. The analysis on the manufacturing documents and control quality documents detected that raw materials and production processes were conforming to the specifications. We received the immediate and the 12 months postoperative pictures. We observe a lyse on c2 screws, both sides. Also, in the "case narrative" (see cpt-2599 folder) written on 26.oct.2023, the surgeon mentions that the event is not related to the study device, nor to the study procedure, or to an instrument. This loss of fixation issue is part of the side effects listed in the IFU. Based on the above information we close the case as is with no further action, but, as it is mentioned in the report "perc_p69_cld001_pt02_12_dd_20jun2022" (see cpt-2599 folder), a control of the cervical spine is recommended. Since the launch of the product, (B)(4) devices of this range have been implanted and this is the fifth return from the field we receive, which represents 0,01%. The rate is very low. We decided to inform the german competent authority (via mir-19-2023) and FDA (via MDR-08-2023) because it is marketed on the USA.

Event description:
On 17.oct.2023, we received a complaint from the field, germany, (see cpt-2599) reporting 2 screw loosenings in c2. The first surgery was on (B)(6) 2021. The screw loosenings were detected during the 12-month follow-up visit, on (B)(6) 2022. The patient is asymptomatic so no action was taken. The devices remained implanted. The degree of severity of the adverse event has been qualified as mild (does not affect the usual daily activity) and the adverse event is qualified as not serious. As per the surgical report received from the surgeon, the adverse event is neither related to the study device nor to the study procedure. Control of the cervical spine is recommended.